Event description:
It was reported that a shaver created metal shavings during a surgical case.

Manufacturer narrative:
Final investigation showed that the outer shaft of the device was visibly bent, causing metal to metal scraping when the inner shaver was inserted. The cutting edges of both the inner and outer shafts had many nicks.